Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 411 mg/dl. The customer was treated with insulin pump. The customer was declined the troubleshooting for high blood glucose. Customer reports there was not stress on the tubing. Customer reports the pump wasn't dropped with the set connected to their body. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.